Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification with a seizing motor which is a known contributor to system error 105. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105 in the medical surgical care area. It was also reported there was no patient injury.